Event description:
A malfunction on the pump was reported by the caller, however, there were no notable events that occurred prior to the malfunction. The caller confirmed that the issue did not cause the blood glucose level to exceed 500 mg/dl, indicating it was within a normal range. Technical support provided information on how to reset the pump and assisted the caller with this process. After resetting the pump, the malfunction code did not recur, and the customer was advised to continue using the pump. They were instructed to call back if any malfunction code arises again, which the caller acknowledged and understood.